Event description:
Healthcare professional reported implantation of seri with a concomitant non-allergan breast implant on (B)(6) 2014 during a mastopexy procedure. On (B)(6) 2014, pt presented with right side pain, complaining that "the fold underneath the breast was uncomfortable." At that time, the physician suspected an infection. On (B)(6) 2014, the seri and concomitant non-allergan breast implant were both fully explanted and discarded. Levaquin was prescribed as add'l treatment.

Manufacturer narrative:
Explanted device has been discarded. The event of infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.